Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the support arm could not be firmly fixed. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: serial number updated to proper value. The vertek arm for the navigation system was returned to the manufacturer for evaluation. Testing found that the ends of the arm remained loose when tightened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.